Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found in specification in relation to the reported system error 320, which was not reproduced. System error 320 was confirmed through review of the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliaries are known contributors to this symptom and have been replaced.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy in the coronary care unit (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.